Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Infusion set site and tubing were changed along with delivering a 5 unit bolus. However, the occlusion would reoccur. Customer's blood glucose was within 54-500 mg/dl. Contact declined tandem technical support's assistance.